Manufacturer narrative:
Additional info: visual analysis reveals that the shaft of the ball probe is broken ¿33 from the tip. The tip of the probe was not returned for analysis. The shaft of the probe has been bent in several locations. Under microscopic review there are scratches/witness marks around the break. The above observation are consistent the probe being hit by anther surgical tool.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at l4-s1. It was reported that the tip of the probe broke off during use. All pieces were retrieved. No patient complications were reported.